Event description:
It was reported that approximately one month after the carotid stenting procedure where the rx acculink was implanted in the heavily calcified right internal carotid artery, the patient experienced an unspecified neurological event. There was no treatment provided and the condition is continuing. There was no additional information provided.

Event description:
Subsequent to the initial medwatch filed, it was found that the patient's neurological condition was less sensation on the left leg than the right. The patient's condition is unchanged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological deficit/dysfunction is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Estimated date (reported as (B)(4) 2007).

Manufacturer narrative:
(B)(4).